Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: this record does not contain information on patient involvement. The event occurred during pre-operational check. No indication that the complaint lead to death, or serious deterioration of the health of the patient, user or third-party. The entries of the servicelog show on 09.12.2024 a failure of the leak test while the device was operated on ventilation software, most likely a failed pre-operational check. The root cause was determined to be a defective ambient valve (msp160164). The correction consisted in the exchange of the ambient valve (msp160164). Following the exchange, the device passed all tests ok.

Event description:
Please find below the event description provided to hamilton medical ag. Detailed complaint and failure description: "leak test failed and release valve defective error message". Health impact: no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
Please find below the event description provided to hamilton medical ag. (1)detailed complaint and failure description: "leak test failed and release valve defective error message". (2) health impact: no patient involvement.